Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter and faradrive sheath were selected for use. At the end of the procedure, the physician moved the sheath and catheter back from the left atrium to the right atrium to do some ep pacing maneuvers in the right atrium. When finished with the case, with the sheath straight and the wire in the superior vein cava, the physician started to pull the wire back into the catheter (at the tip) and undeployed the catheter. The physician then tried to pull the catheter into the sheath, but this was unsuccessful. The physician then pushed the wire out more and the catheter could finally come back into the sheath. The procedure was completed with no patient complications. The farawave catheter and faradrive sheath are expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at our post market quality assurance laboratory, the faradrive steerable sheath was analyzed. Device to device interaction between the returned sheath and a test farawave catheter showed successful advancement and withdrawal with no resistance during multiple attempts. Microscopic inspection identified deformation to the distal tip of the sheath. However, deformation of the tapered tip did not cause any complications with the advancement or withdrawal of the catheter as the device to device insertion of the catheter into the sheath was successful. Dimensional inspection of the sheath confirmed the inner and outer dimensions of the distal tip met specification.

Event description:
During a pulsed field ablation procedure to treat paroxysmal atrial fibrillation, a farawave catheter and faradrive sheath were selected for use. At the end of the procedure, the physician moved the sheath and catheter back from the left atrium to the right atrium to do some ep pacing maneuvers in the right atrium. When finished with the case, with the sheath straight and the wire in the superior vein cava, the physician started to pull the wire back into the catheter (at the tip) and undeployed the catheter. The physician then tried to pull the catheter into the sheath, but this was unsuccessful. The physician then pushed the wire out more and the catheter could finally come back into the sheath. The procedure was completed with no patient complications. The device was returned for analysis.